Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Customer reporting 2 false positive results for their spouse. Customer states they had mild symptoms of a runny nose. Pcr and other rapid antigen testing produced a negative result. Through interview it was found the customer was not following the product insert specifications on testing procedure. Report 2 of 2.